Event description:
Since approximately (B)(6) 2014, the patient was getting less than 50% therapeutic relief of pain. Increases in dose did not appear to help. An x-ray was done and it showed that the catheter was out of the intrathecal space and coiled in the patient¿s back. The catheter was removed and new catheter was placed. Crystallized drug was found at the catheter tip. After the catheter replacement, the patient¿s dose was reduced. The patient¿s status was reported as ¿alive-no injury¿. The device system was delivering hydromorphone and bupivacaine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).